Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revisio x-rays, operative notes and patient details has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been reported that the explanted device is not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision of the insert after approximately 1 year and 3 months due to progressive laxity on the medial side.

Manufacturer narrative:
Per -2325 final report the relevant device manufacturing record was identified and reviewed. It was found that the device conformed to material and dimensional specifications at the time of manufacture. Post primary surgery x-rays and post-operative notes were provided and analyzed. No instability was reported at the initial implant and the posterior cruciate ligament was fully functioning at the time of revision. Therefore, this event is probably patient related, due to improper soft tissue recovery. It was reported that the physician was happy with the stability of the new insert after the revision. Based on this, corin now considers this case closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision of the insert after approximately 1 year and 3 months due to progressive laxity on the medial side.